Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges riding scooter down sidewalk when it suddenly flipped over, consumer was thrown to ground.

Manufacturer narrative:
The device was evaluated by a field service technician. Scooter was not damaged from the alleged incident. Unit is working properly. Field service technician evaluated.

Event description:
Alleges riding scooter down sidewalk when it suddenly flipped over, consumer was thrown to ground.